Manufacturer narrative:
It was reported that the patient has passed away in (B)(6) 2017 (the exact date is unknown).

Event description:
It was reported that the patient has passed away. It is unknown whether the death is related to the device.

Manufacturer narrative:
Patient files were provided for the last follow-up performed on (B)(6) 2016. However, some data were missing in those patient files because of incomplete aida (device memories) reading operation during the follow-up.

Event description:
It was reported that the patient has passed away. It is unknown whether the death is related to the device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the patient has passed away. It is unknown whether the death is related to the device.

Manufacturer narrative:
Field corrected.

Event description:
It was reported that the patient has passed away. It is unknown whether the death is related to the device.